Event description:
It was reported, the patient has been experiencing rib and back pain. Reprogramming did not resolve the issue. X-rays were taken and the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.